Manufacturer narrative:
The field service engineer determined there was a fluidic failure of the analyzer. The ultrasonic mixer was replaced on both ise units, along with the sipper nozzles, vacuum nozzles, degassers, and sample probe. Precision checks and controls were run and these were acceptable. Calibrations performed on (B)(6) 2019 were ok, with no alarms. Quality controls were within range, showing no indication of an instrument or reagent performance issue. The reporter stated they run about 1000 patient samples per day and the na electrode was installed on (B)(6) 2019. Per product labeling, the na electrode has an on board stability of 2 months or 9000 tests and should be replaced after this time period has expired. Upon review of the alarm trace, two abnormal aspiration errors were observed. The investigation determined the service actions resolved the issue. Component code - device subassembly = degassers.

Event description:
The initial reporter stated that between (B)(6) 2019 and (B)(6) 2019, they received questionable results for over 400 patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The reporter stated that they had to send corrected reports for 56 patient samples. The reporter provided data for a total of 49 patient samples and of these, 5 had discrepant na results. The initial values were reported outside of the laboratory and the samples were repeated. The first sample initially resulted with an na value of 129 mmol/l, which repeated as 135 mmol/l. The second sample initially resulted with an na value of 134 mmol/l, which repeated as 140 mmol/l. The third sample initially resulted with an na value of 132 mmol/l, which repeated as 138 mmol/l. The fourth sample initially resulted with an na value of 125 mmol/l, which repeated as 131 mmol/l. The fifth sample initially resulted with an na value of 127 mmol/l, which repeated as 133 mmol/l. The na electrode lot number and expiration date were requested, but not provided.